Event description:
It was reported that a flo-gard infusion pump presented an unknown alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. There was no evidence of the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to meet specification. Therefore, the reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.